Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had a b30 scope communication error. It is unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus. And the reported, issue (error code b30) was not reproduced. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the investigation, the reported error was not reproduced. And no device defect was observed. Therefore, a probable cause of the event could not be determined. This supplemental report includes an update to h3, from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b1, b2, b5, d8, d9, d10, h1, h6 (heic).

Event description:
It was additionally reported that the issues were first noticed prior to the procedure. Due to the communication error, there was a one hour procedural delay while the patient was under general anesthesia. The procedure was then completed with a different device.